Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the skin on a graft procedure, the needle popped off the suture. It was also stated that the needle broke. Another suture was used. There was no patient injury.